Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal right coronary artery (rca). The vessel was a de-novo, ostial and completely occluded. Aha/acc classification of the vessel was type c. The lesion length was 28mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.0 x 20mm balloon at 6 atm for 14 seconds. A 3.0 x 28mm cypher stent was implanted at 12 atm for 14 seconds. Post-dilatation was conducted with a 3.0 x 14mm balloon at 22 atm for 46 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. The patient complained of chest pain just after the procedure, but abnormal ECG was not observed. Two days later, the patient was hospitalized and was not showing any symptoms. A coronary intervention for the left anterior descending (lad) was scheduled and coronary angiography was conducted. Thrombus was observed in the cypher stent implanted in the proximal rca. To treat the thrombus, aspiration and balloon angioplasty were conducted with a 3.0 x 15mm balloon. Then 3.0 x 20mm and 3.0 x 28mm taxus stents were implanted. Physician indicated that the possible cause of the thrombotic event was because the distal edge of the stent was under-dilated.